Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at the airport and lost consciousness. The airport paramedic assisted the patient and called an ambulance; at that moment the cgm was reading 3.6 mmol/l and there was no bg taken. The patient was treated with dextrose by the paramedics. The patient was taken to the hospital and stayed there overnight. At the hospital the patient was treated with paracetamol. At the time of the report the patient was recovered. The same day but prior to the event the cgm was reading 5.6 mmol/l and the blood glucose reading was 7.6 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values prior to the event fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.